Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, guide wire tip separation occurred. As the 035/260 angled zipwire hydrophilic guide wire was removed from the protective hoop, resistance was encountered. It was reported to be very difficult to remove it from the hoop and the tip separated from the wire. The device never came in contact with the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.